Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent pterygium excision and conjunctival autografting on an unknown date and suture was used. It was reported that the patient experienced transient graft edema, pterygium recurrence and moderate discomfort in the form of persistent watering and foreign body sensation throughout the day. It was also reported that the patient may have experienced subconjunctival haemorrhage. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/5/2016.

Manufacturer narrative:
(B)(4). Corrected data: g6. This report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report # 1.